Event description:
Per report, due to loss of pacing capture the second 23mm sapien valve implanted in the patient embolized to the aorta while it was been deployed by transfemoral approach in a transcatheter aortic valve replacement procedure. This was the second valve deployed in the patient. The first valve final position was too aortic, with perivalvular leak and central valvular leak. A third valve was deployed in the aortic annulus, more ventricular than the first valve, with final result 2+ pvl. The patient left the operating room in stable condition. Intraoperative transesophageal echocardiogram (tee) showed the aortic annulus to measure 22mm on many different angles, and showed the aorta to be very horizontal. The decision was made to go ahead with a 28 fr dilator to see if they could gain access for a 26mm valve. The implanting physician was comfortable with placing either a 23 or 26mm valve in this annulus. If the 28 fr dilator went smoothly, then the valve choice was going to be a 26mm. Left femoral access was obtained and the artery was preclosed. The dilator did not go smoothly at all and the decision was made to go with a 23mm sapien. The access vessel was 7.9mm with mild calcification and mild tortuosity. The 22fr sheath was placed without incident. Balloon aortic valvuloplasty (bav) was performed with a non edwards balloon. Per echo and fluoro the position of the valve was thought to be 50/50 at the time of deployment. The sapien valve was deployed and looked to be about 70/30 aortic with a 2+ pvl and 1+cvl. The decision was made to prep a second 23mm sapien and deploy it more ventricular to the first sapien. When deploying the second valve the pacing capture was lost and the second valve embolized into the aorta. The valve was captured with the balloon and was fully deployed in the descending thoracic aorta. A stent was used to cover the valve and secure it to the aortic wall. A third 23mm sapien valve was prepped and placed 70/30 ventricular within the first sapien valve. The valve was deployed under rapid pacing and landed in the intended position. The post deployment assessment showed 2+ pvl. The patient remained stable throughout the procedure, and left the room in stable condition. Of note, for the third deployment the pacing wire was moved and a magnet was placed over the patient's permanent pacemaker. There was no thought of placing a magnet for second deployment due to the fact that they had good capture during the first valve deployment.

Manufacturer narrative:
Several echo images of the procedure were provided to edwards, which were reviewed by an edwards medical director. Observations: severe mitral regurgitation; moderate septal hypertrophy; moderate aortic valve calcification with bulky calcification at the non coronary cusp (ncc) and right coronary cusp (rcc) commissures, however, the bodies of the ncc, rcc and left coronary cusp (lcc) appear relatively devoid of calcium. The aortic annulus measured 22mm, the sinotubular junction (stj) measured 29mm, and the sinus of valsalva (sov) measured 33mm. Severe calcification of the aortic root; no porcelain aorta. No obliteration of the sov. Coaxial alignment is poor with lateral bias of the delivery system. Ventilation was held during deployment; there was no loss of pacing capture. Positioning of the first sapien valve demonstrates ventricular aspect of sapien at hinge point of the anterior leaflet of the mitral valve. This is consistent with ideal positioning of sapien. The valve was deployed slightly canted; however, this does not appear to be significant. Post deployment tee demonstrates moderate perivalvular leak (pvl) at posterior aorta. Central aortic leak is 1+. Impressions: the aortic valve appeared undersized, that is, a 23mm sapien in a 22 mm aortic annulus, which was only moderately calcified. This was associated with a posterior aortic pvl in the presence of a optimally deployed sapien. Consequently the valve in valve procedure, using a 23 mm in a 23 mm sapien, was unsuccessful in eliminating the pvl. Consideration should have been given to accepting the 2+ pvl associated with the first sapien valve or, alternatively abandoning transfemoral approach for a transapical approach using a 26 mm valve. Per the device instructions for use (IFU), device migration (embolization) is among the potential adverse events associated with the use of a bioprosthesis. Per the edwards thv physician training curriculum, pacing stopped prematurely could cause embolization of the sapien valve. In this particular case, the exact root cause for the reported device embolization cannot be confirmed; however it is very likely that the loss of pacing capture during the valve deployment caused or contributed to the 23mm sapien valve to embolize to the aorta. DHR files for the sapien valve were reviewed and the device was found to meet specifications. No further actions are required at this time.

Manufacturer narrative:
The device remains implantd in the patient. Any additional information pertinent to the investigation will be submitted within 30 days of receipt. Please reference manufacturer report number 2015691-2011-16577 for the MDR regarding the first valve.